Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris smartsite gravity set was clogged. The following information was provided by the initial reporter: the tubing can¿t be primed. This has happened with some sets, not all. I have a collection of tubings that are defective.

Manufacturer narrative:
H6: investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. An observation found that the back check valve was oriented incorrectly. The root cause of the flow issues was the misassembled back check valve. The customer complaint that the tubing will not prime could be replicated. A quality notification was sent to the manufacturer. The manufacturer confirmed the misassembled back check valve. A device history record review for model 42511e lot number 21089180 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21089180 regarding item #42511e.

Event description:
It was reported that at least one bd alaris smartsite gravity set was clogged. The following information was provided by the initial reporter: the tubing can¿t be primed. This has happened with some sets, not all. I have a collection of tubings that are defective.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris smartsite gravity set was clogged. The following information was provided by the initial reporter: the tubing can¿t be primed. This has happened with some sets, not all. I have a collection of tubings that are defective.